Event description:
Additional information was received from the patient. The patient provided patient weight and recharger serial number.

Manufacturer narrative:
Continuation of d10: product ID: 37754, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, degen disc disease/herniated disc pain, and spinal pain. It was reported that the patient's charger was beeping and the screen was blank on (B)(6) 2021. They were charging the ins battery and the ins went into a freak mode and was shocking the patient continuously. The patient could not get it to stop. It was noted it eventually stopped and the patient did not feel the sensation. The patient did a hard reset of the recharger and they saw medtronic 4.1 and then a doctor screen popped up. The patient verified it stated eri. The patient confirmed the recharger stopped beeping and they were able to connect to charge the ins. The troubleshooting steps that were taken on the call resolved the issue.